Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt says it's taking too long to charge ins which started happening about a week and a half ago. Pt says the manufacturer representative (rep) recently changed the on/off interval, because it was eating up the battery too much, and it's not helping their back, so they were going to have rep change it back. Pt made rep aware of this about a week ago. Recharger cord looks intact. Controller port looks intact. Pt reset controller during the call and started charging ins and got excellent quality. Pt says if they move at all it will lose quality, but after the reset they said that the charge quality is staying on excellent. Pt will continue charging and if they find they are still having the charge duration issue they will call pats (patient and technical services) back. Additional information was received from a patient (pt). It was reported that resetting the controller hasn't fixed issue. Pt stated they still have hard time charging implant, they keep seeing no device found screen, and when they connect and charge at excellent quality, it would say no device found again even if pt did not move. Pt denied damage on equipment and denied falls or trauma. A replacement recharger (rtm) was sent out. Additional information was received. It was reported that the cause of the taking too long to charge the ins/not helping back/losing recharge quality when moving was that losing recharge quality or connection initially and when moving. The actions taken to resolve the issue were that they changed the implant charging paddle. Regarding the resolution of the issue, the patient noted that the situation has improved but is not resolved and action is to be determined.